Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recu1914 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a dual lumen powerpicc solo insertion was attempted on (B)(6) 2018, unsuccessful w/ multiple attempts. It was stated that rn was able to cannulate but was not placed in svc- aborted. Then a second clinician attempted with a single lumen, and unsuccessful. The patient came back to the hospital (monday (B)(6) 2018) with complaints of swelling and pain in right arm. Then patient was admitted after assessments and tests it was noted a 2.6 cm segment of wire in right subclavian vein. This report addresses the first catheter. Additional information received stated, "we were unable to advance the catheter past the level of the right subclavian. Resistance to the catheter was noted by both practitioners at the same point (the level of the right subclavian). No attempts were made to advance the catheter or the wire beyond that. Contralateral attempt not possible due to radical mastectomy with lymph node resection."